Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s). The results for the rsv, flu a and b, and covid showed negative. We went to centra care 2 days after and the result was positive for flu a. This unreliable and inaccurate test result can potentially place the health of others at risk who came in contact with my husband thinking the results were negative.